Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are intermittently unresponsive, requiring multiple key presses to evoke a response. It was also alleged that multiple keypad buttons intermittently cause undesired scrolling and that the backlight is not working. The keypad is reported to be intact. The patient reportedly wears the pump with a low-profile clip attached to a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remain unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: evaluation revealed that the keypad rubber was torn on the right side of the up and down arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. The contrast and ok keypad buttons were responding appropriately and spring back or click normally. There was evidence of keypad contamination found under the up arrow key contacts.